Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / frequent pelvis area pain"), menstrual disorder ("menstruation issues"), device dislocation ("essure coils had migrated out of the fallopian tube and was touching her left ovary / migration of essure devicelocation of device"), fallopian tube perforation ("perforation (fallopian tube (s)"), the first episode of migraine ("migraines"), depression ("depression / hormonal changes describe: depression / psychological or psychiatric problems: depression"), abdominal pain upper ("bad stomach pain") and genital haemorrhage ("abnormal bleeding (vaginal menorrhagia)") in an adult female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2000 and (B)(6) 2009), gallbladder operation, obesity and weight gain. Previously administered products included for an unreported indication: sertraline and prenatal. Concurrent conditions included morbid obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of migraine (seriousness criterion medically significant), depression (seriousness criterion medically significant) with anxiety, vomiting ("daily vomiting"), abdominal pain upper (seriousness criterion medically significant), the second episode of migraine ("migraines / headaches"), nausea ("nausea"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy "), skin ulcer ("rashes or skin conditions type: sores"), pruritus ("rashes or skin conditions type: itchiness"), bladder disorder ("bladder or urinary problems or changes "), urinary tract disorder ("bladder or urinary problems or changes "), dyspareunia ("dyspareunia (painful sexual intercourse) "), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (total hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, device dislocation, fallopian tube perforation, depression, abdominal pain upper, the last episode of migraine, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, skin ulcer, pruritus, bladder disorder, urinary tract disorder, dyspareunia, dysmenorrhoea and vaginal discharge outcome was unknown and the vomiting and nausea had resolved. The reporter considered abdominal pain upper, allergy to metals, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, pruritus, skin ulcer, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: on (B)(6) 2015, after the total hysterectomy, it was discovered that the essure coils had migrated out of the fallopian tube and was touching her left ovary.patient with pelvic, pain nausea/vomiting and a variety of other vague symptoms which she attributed to her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion (B)(6) 2015 : pathological report: uterus, bilateral fallopian tubes, bilateral essure devices. Received fresh labeled kimberly edington is a 93 gram uterus with attached bilateral fallopian tubes. The uterus is 9.0 x 5.5 x 3.7 cm. The serosa is mildly congested with surrounding fibrous adhesions. The cervix is 2.5 cm in length, 2.0 cm in diameter. The endometrium averages 0.5 cm in thickness. The myometrium is 2.5 cm in greatest thickness. No leiomyomata are identified. The right fimbriated fallopian tube is 6.5 cm in length, 0.6 cm in diameter. There is an intact essure implant in the proximal fallopian tube segment the left fimbriated fallopian tube is 5.7 cm in length, 0.4 cm in diameter. There is an essure implant protruding through the left uterine cornu and serosa. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain, nausea and vomiting quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s)\essure coils had migrated out of the fallopian tube and was touching her left ovary'), uterine perforation ('perforation (uterus)/ / migration of essure device location of device / migration of essure device location of device: uterus'), pelvic pain ('severe pelvic pain / pain / frequent pelvis area pain'), menstrual disorder ('menstruation issues'), genital haemorrhage ('abnormal bleeding (vaginal menorrhagia)') and abdominal pain upper ('bad stomach pain') in a 30-year-old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in 2004, gravida ii, parity 2 (((B)(6) 2000 and (B)(6) 2009), obesity and weight gain. Previously administered products included for an unreported indication: sertraline and prenatal. Concurrent conditions included morbid obesity. Concomitant products included sertraline. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced skin ulcer ("rashes or skin conditions type: sores"), pruritus ("rashes or skin conditions type: itchiness") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 30 days after insertion of essure. In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2012, the patient experienced adjustment disorder ("psychological or psychiatric problems: adjustment disorder"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), depression ("depression / hormonal changes describe: depression / psychological or psychiatric problems: depression") with anxiety, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyslipidaemia ("dyslipidemia"), gastrooesophageal reflux disease ("esophageal reflux") and hypertension ("blood or heart disorder/condition type: hypertension") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge") and endometrial disorder ("secretory endometrium"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper (seriousness criterion medically significant), vomiting ("daily vomiting"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy "), urinary tract disorder ("bladder or urinary problems or changes "), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), uterine fibrosis ("serosal fibrosis") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, menstrual disorder, genital haemorrhage, abdominal pain upper, depression, vaginal haemorrhage, menorrhagia, allergy to metals, skin ulcer, pruritus, bladder disorder, urinary tract disorder, dyspareunia, dysmenorrhoea, vaginal discharge, dyslipidaemia, fatigue, weight increased, gastrooesophageal reflux disease, endometrial disorder, uterine fibrosis, alopecia, hypertension and adjustment disorder outcome was unknown and the pelvic pain, migraine, vomiting and nausea had resolved. The reporter considered abdominal pain upper, adjustment disorder, allergy to metals, alopecia, bladder disorder, depression, dyslipidaemia, dysmenorrhoea, dyspareunia, endometrial disorder, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hypertension, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, pruritus, skin ulcer, urinary tract disorder, uterine fibrosis, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, after the total hysterectomy, it was discovered that the essure coils had migrated out of the fallopian tube and was touching her left ovary. Patient with pelvic, pain nausea/vomiting and a variety of other vague symptoms which she attributed to her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion; in (B)(6) 2009: results: total bilateral occlusion. (B)(6) 2015 : pathological report: uterus, bilateral fallopian tubes, bilateral essure devices. Received fresh labeled kimberly edington is a 93 gram uterus with attached bilateral fallopian tubes. The uterus is 9.0 x 5.5 x 3.7 cm. The serosa is mildly congested with surrounding fibrous adhesions. The cervix is 2.5 cm in length, 2.0 cm in diameter. The endometrium averages 0.5 cm in thickness. The myometrium is 2.5 cm in greatest thickness. No leiomyomata are identified. The right fimbriated fallopian tube is 6.5 cm in length, 0.6 cm in diameter. There is an intact essure implant in the proximal fallopian tube segment the left fimbriated fallopian tube is 5.7 cm in length, 0.4 cm in diameter. There is an essure implant protruding through the left uterine cornu and serosa. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain, nausea and vomiting quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: plaintiff fact sheet-event adjustment disorder was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / frequent pelvis area pain"), fallopian tube perforation ("perforation (fallopian tube (s)"), menstrual disorder ("menstruation issues"), uterine perforation ("perforation (uterus)/ essure coils had migrated out of the fallopian tube and was touching her left ovary / migration of essure devicelocation of device / migration of essure device location of device: uterus"), abdominal pain upper ("bad stomach pain") and genital haemorrhage ("abnormal bleeding (vaginal menorrhagia)") in a 30-year-old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2000 and (B)(6) 2009), gallbladder operation, obesity and weight gain. Previously administered products included for an unreported indication: sertraline and prenatal. Concurrent conditions included morbid obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2009, 1 month 27 days after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the first episode of migraine ("migraines"), depression ("depression / hormonal changes describe: depression / psychological or psychiatric problems: depression") with anxiety, the second episode of migraine ("migraines / headaches"), dyslipidaemia ("dyslipidemia"), weight increased ("weight gain"), gastrooesophageal reflux disease ("esophageal reflux") and hypertension ("blood or heart disorder/condition type: hypertension"). On (B)(6) 2015, the patient experienced endometrial disorder ("secretory endometrium"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), vomiting ("daily vomiting"), abdominal pain upper (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy "), skin ulcer ("rashes or skin conditions type: sores"), pruritus ("rashes or skin conditions type: itchiness"), urinary tract disorder ("bladder or urinary problems or changes "), dyspareunia ("dyspareunia (painful sexual intercourse) "), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), uterine fibrosis ("serosal fibrosis") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vomiting, the last episode of migraine and nausea had resolved and the fallopian tube perforation, menstrual disorder, uterine perforation, depression, abdominal pain upper, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, skin ulcer, pruritus, bladder disorder, urinary tract disorder, dyspareunia, dysmenorrhoea, vaginal discharge, dyslipidaemia, fatigue, weight increased, gastrooesophageal reflux disease, endometrial disorder, uterine fibrosis, alopecia and hypertension outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, bladder disorder, depression, dyslipidaemia, dysmenorrhoea, dyspareunia, endometrial disorder, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hypertension, menorrhagia, menstrual disorder, nausea, pelvic pain, pruritus, skin ulcer, urinary tract disorder, uterine fibrosis, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: on (B)(6) 2015, after the total hysterectomy, it was discovered that the essure coils had migrated out of the fallopian tube and was touching her left ovary.patient with pelvic, pain nausea/vomiting and a variety of other vague symptoms which she attributed to her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion then total bilateral occlusion (B)(6) 2015 : pathological report: uterus, bilateral fallopian tubes, bilateral essure devices. Received fresh labeled kimberly edington is a 93 gram uterus with attached bilateral fallopian tubes. The uterus is 9.0 x 5.5 x 3.7 cm. The serosa is mildly congested with surrounding fibrous adhesions. The cervix is 2.5 cm in length, 2.0 cm in diameter. The endometrium averages 0.5 cm in thickness. The myometrium is 2.5 cm in greatest thickness. No leiomyomata are identified. The right fimbriated fallopian tube is 6.5 cm in length, 0.6 cm in diameter. There is an intact essure implant in the proximal fallopian tube segment the left fimbriated fallopian tube is 5.7 cm in length, 0.4 cm in diameter. There is an essure implant protruding through the left uterine cornu and serosa . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain, nausea and vomiting . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet received. Events added from pfs- dyslipidemia, fatigue, perforation (uterus), weight gain, esophageal reflux, secretory endometrium and serosal fibrosis, hair loss. Event pelvic pain outcome were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented, menstruation issues(seen as menstruation disorder), severe pelvic pain, migraines, depression and bad stomach pain. A hysterectomy was performed around 6 years after placement and after this procedure it was discovered that the essure coils had migrated out of the fallopian tube and was touching her left ovary. All events are serious due to medical importance. Migraines, depression, bad stomach pain are unanticipated in essure's reference safety information while other events are anticipated. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. Also pelvic pain and migration of device may occur. In this particular case, the events occurred after insertion. Considering the events' nature and the compatible temporal relationship the causality cannot be excluded. Regarding events, migraines, depression and bad stomach pain considering essure mechanical action in fallopian tubes causality can be excluded. This case was regarded as incident, since a surgical intervention was required. As a product quality defect could not be confirmed but ¡s considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / frequent pelvis area pain"), fallopian tube perforation ("perforation (fallopian tube (s)"), menstrual disorder ("menstruation issues"), uterine perforation ("perforation (uterus)/ essure coils had migrated out of the fallopian tube and was touching her left ovary / migration of essure devicelocation of device / migration of essure device location of device: uterus"), abdominal pain upper ("bad stomach pain") and genital haemorrhage ("abnormal bleeding (vaginal menorrhagia)") in a 30-year-old female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2000 and (B)(6) 2009), gallbladder operation, obesity and weight gain. Previously administered products included for an unreported indication: sertraline and prenatal. Concurrent conditions included morbid obesity. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2009, 1 month 27 days after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the first episode of migraine ("migraines"), depression ("depression / hormonal changes describe: depression / psychological or psychiatric problems: depression") with anxiety, the second episode of migraine ("migraines / headaches"), dyslipidaemia ("dyslipidemia"), weight increased ("weight gain"), gastrooesophageal reflux disease ("esophageal reflux") and hypertension ("blood or heart disorder/condition type: hypertension"). On (B)(6) 2015, the patient experienced endometrial disorder ("secretory endometrium"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), vomiting ("daily vomiting"), abdominal pain upper (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy "), skin ulcer ("rashes or skin conditions type: sores"), pruritus ("rashes or skin conditions type: itchiness"), urinary tract disorder ("bladder or urinary problems or changes "), dyspareunia ("dyspareunia (painful sexual intercourse) "), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), uterine fibrosis ("serosal fibrosis") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vomiting, the last episode of migraine and nausea had resolved and the fallopian tube perforation, menstrual disorder, uterine perforation, depression, abdominal pain upper, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, skin ulcer, pruritus, bladder disorder, urinary tract disorder, dyspareunia, dysmenorrhoea, vaginal discharge, dyslipidaemia, fatigue, weight increased, gastrooesophageal reflux disease, endometrial disorder, uterine fibrosis, alopecia and hypertension outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, bladder disorder, depression, dyslipidaemia, dysmenorrhoea, dyspareunia, endometrial disorder, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, genital haemorrhage, hypertension, menorrhagia, menstrual disorder, nausea, pelvic pain, pruritus, skin ulcer, urinary tract disorder, uterine fibrosis, uterine perforation, vaginal discharge, vaginal haemorrhage, vomiting, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: on (B)(6) 2015, after the total hysterectomy, it was discovered that the essure coils had migrated out of the fallopian tube and was touching her left ovary.patient with pelvic, pain nausea/vomiting and a variety of other vague symptoms which she attributed to her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion then total bilateral occlusion (B)(6) 2015 : pathological report: uterus, bilateral fallopian tubes, bilateral essure devices. Received fresh labeled kimberly edington is a 93 gram uterus with attached bilateral fallopian tubes. The uterus is 9.0 x 5.5 x 3.7 cm. The serosa is mildly congested with surrounding fibrous adhesions. The cervix is 2.5 cm in length, 2.0 cm in diameter. The endometrium averages 0.5 cm in thickness. The myometrium is 2.5 cm in greatest thickness. No leiomyomata are identified. The right fimbriated fallopian tube is 6.5 cm in length, 0.6 cm in diameter. There is an intact essure implant in the proximal fallopian tube segment the left fimbriated fallopian tube is 5.7 cm in length, 0.4 cm in diameter. There is an essure implant protruding through the left uterine cornu and serosa concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain, nausea and vomiting . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-oct-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / frequent pelvis area pain"), menstrual disorder ("menstruation issues"), device dislocation ("essure coils had migrated out of the fallopian tube and was touching her left ovary / migration of essure devicelocation of device"), fallopian tube perforation ("perforation (fallopian tube (s)"), migraine ("migraines"), depression ("depression / hormonal changes describe: depression / psychological or psychiatric problems: depression"), abdominal pain upper ("bad stomach pain") and genital haemorrhage ("abnormal bleeding (vaginal menorrhagia) ") in a female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2000 and (B)(6) 2009), gallbladder operation, gestational hypertension and weight gain. Previously administered products included for an unreported indication: prenatal and sertraline. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine (seriousness criterion medically significant), depression (seriousness criterion medically significant) with anxiety, vomiting ("daily vomiting"), abdominal pain upper (seriousness criterion medically significant), headache ("migraines / headaches"), nausea ("nausea"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) "), menorrhagia ("abnormal bleeding (vaginal menorrhagia) "), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy "), pain ("rashes or skin conditions type: sores "), pruritus ("rashes or skin conditions type: itchiness"), bladder disorder ("bladder or urinary problems or changes "), urinary tract disorder ("bladder or urinary problems or changes "), dyspareunia ("dyspareunia (painful sexual intercourse) "), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (total hysterectomy on (B)(6) 2015) and surgery (total hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, device dislocation, fallopian tube perforation, depression, abdominal pain upper, headache, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, pain, pruritus, bladder disorder, urinary tract disorder, dyspareunia, dysmenorrhoea and vaginal discharge outcome was unknown and the migraine, vomiting and nausea had resolved. The reporter considered abdominal pain upper, allergy to metals, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pain, pelvic pain, pruritus, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: on (B)(6) 2015, after the total hysterectomy, it was discovered that the essure coils had migrated out of the fallopian tube and was touching her left ovary.patient with pelvic, pain nausea/vomiting and a variety of other vague symptoms which she attributed to her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion (B)(6) 2015 : pathological report: uterus, bilateral fallopian tubes, bilateral essure devices. Received fresh labeled kimberly edington is a 93 gram uterus with attached bilateral fallopian tubes. The uterus is 9.0 x 5.5 x 3.7 cm. The serosa is mildly congested with surrounding fibrous adhesions. The cervix is 2.5 cm in length, 2.0 cm in diameter. The endometrium averages 0.5 cm in thickness. The myometrium is 2.5 cm in greatest thickness. No leiomyomata are identified. The right fimbriated fallopian tube is 6.5 cm in length, 0.6 cm in diameter. There is an intact essure implant in the proximal fallopian tube segment the left fimbriated fallopian tube is 5.7 cm in length, 0.4 cm in diameter. There is an essure implant protruding through the left uterine cornu and serosa concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain, nausea and vomiting most recent follow-up information incorporated above includes: on 26-feb-2018: plantiff fact sheet & medical record received. Events headaches, abnormal bleeding, vaginal bleeding, menorrhagia, nickel allergy, sores, itchiness, bladder or urinary problems or changes, migration of essure device, dyspareunia, dysmenorrhea, vaginal discharge, perforation are added. Lot number added. Lab data updated. Concomitant drug and condition , historica drug and condition are added. Product, patient and reporter information updated.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / frequent pelvis area pain"), menstrual disorder ("menstruation issues"), device dislocation ("essure coils had migrated out of the fallopian tube and was touching her left ovary / migration of essure device location of device"), fallopian tube perforation ("perforation (fallopian tube (s)"), the first episode of migraine ("migraines"), depression ("depression / hormonal changes describe: depression / psychological or psychiatric problems: depression"), abdominal pain upper ("bad stomach pain") and genital haemorrhage ("abnormal bleeding (vaginal menorrhagia) ") in a female patient who had essure (batch no. 654841) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2000 and (B)(6) 2009), gallbladder operation, gestational hypertension and weight gain. Previously administered products included for an unreported indication: prenatal and sertraline. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of migraine (seriousness criterion medically significant), depression (seriousness criterion medically significant) with anxiety, vomiting ("daily vomiting"), abdominal pain upper (seriousness criterion medically significant), the second episode of migraine ("migraines / headaches"), nausea ("nausea"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) "), menorrhagia ("abnormal bleeding (vaginal menorrhagia) "), allergy to metals ("allergic or hypersensitivity reaction type: nickel allergy "), skin ulcer ("rashes or skin conditions type: sores"), pruritus ("rashes or skin conditions type: itchiness"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (total hysterectomy on (B)(6) 2015) and surgery (total hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, device dislocation, fallopian tube perforation, depression, abdominal pain upper, the last episode of migraine, genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metals, skin ulcer, pruritus, bladder disorder, urinary tract disorder, dyspareunia, dysmenorrhoea and vaginal discharge outcome was unknown and the vomiting and nausea had resolved. The reporter considered abdominal pain upper, allergy to metals, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, pruritus, skin ulcer, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: on (B)(6) 2015, after the total hysterectomy, it was discovered that the essure coils had migrated out of the fallopian tube and was touching her left ovary. Patient with pelvic, pain nausea/vomiting and a variety of other vague symptoms which she attributed to her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion (B)(6) 2015 : pathological report: uterus, bilateral fallopian tubes, bilateral essure devices. Received fresh labeled (B)(6) is a 93 gram uterus with attached bilateral fallopian tubes. The uterus is 9.0 x 5.5 x 3.7 cm. The serosa is mildly congested with surrounding fibrous adhesions. The cervix is 2.5 cm in length, 2.0 cm in diameter. The endometrium averages 0.5 cm in thickness. The myometrium is 2.5 cm in greatest thickness. No leiomyomata are identified. The right fimbriated fallopian tube is 6.5 cm in length, 0.6 cm in diameter. There is an intact essure implant in the proximal fallopian tube segment the left fimbriated fallopian tube is 5.7 cm in length, 0.4 cm in diameter. There is an essure implant protruding through the left uterine cornu and serosa concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain, nausea and vomiting . Most recent follow-up information incorporated above includes: on (B)(6) 2018: following company internal coding review, the event rashes or skin conditions type: sores was coded to meddra llt skin ulcer. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues"), device dislocation ("essure coils had migrated out of the fallopian tube and was touching her left ovary"), migraine ("migraines"), depression ("depression") and abdominal pain upper ("bad stomach pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menstrual disorder (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criterion medically significant), migraine (seriousness criterion medically significant), depression (seriousness criterion medically significant) with anxiety, vomiting ("daily vomiting") and abdominal pain upper (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy on (B)(6) 2015). At the time of the report, the pelvic pain, menstrual disorder, device dislocation, migraine, depression, vomiting and abdominal pain upper outcome was unknown. The reporter considered pelvic pain, menstrual disorder, device dislocation, migraine, depression, vomiting and abdominal pain upper to be related to essure. The reporter commented: on (B)(6) 2015, after the total hysterectomy, it was discovered that the essure coils had migrated out of the fallopian tube and was touching her left ovary. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented, menstruation issues(seen as menstruation disorder), severe pelvic pain, migraines, depression and bad stomach pain. A hysterectomy was performed around 6 years after placement and after this procedure it was discovered that the essure coils had migrated out of the fallopian tube and was touching her left ovary. All events are serious due to medical importance. Migraines, depression, bad stomach pain are unanticipated in essure's reference safety information while other events are anticipated. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. Also pelvic pain and migration of device may occur. In this particular case, the events occurred after insertion. Considering the events' nature and the compatible temporal relationship the causality cannot be excluded. Regarding events, migraines, depression and bad stomach pain considering essure mechanical action in fallopian tubes causality can be excluded. This case was regarded as incident, since a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.